Event description:
It was reported that a patient was revised approximately seventeen years and two weeks post implantation due to tibial loosening. There is no additional information available.

Manufacturer narrative:
(B)(4). G2: new zealand. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: d4 (expiration date). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/or anomalies with no deviations/anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.